Manufacturer narrative:
Based on the results of the investigation. It is likely, that the following led to the cable had a pinhole, causing the leak test to fail malfunctions: cause traced to component failure, which is an expected or random component failure without any design or manufacturing issue. A device history record (DHR) was completed. And no issues were identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed, that during the device evaluation. The subject camera head exhibited a cable. That had a pinhole, causing the leak test to fail. There was no patient involvement.